Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). Service log review performed by an internal employee revealed a delivery failure alarm due main supply voltage out of tolerance (valid range: 2435 to 4075 counts ppm, actual value: 2434 counts). This reportable malfunction was identified during internal review of the service log (received 06/17/2016). The (B)(6) service center replaced the battery as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was smart battery; delivery failure alarm for low voltage. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On 08-jun-2016, a customer from (B)(6) contacted mallinckrodt customer care to report a system failure with inomax dsir (B)(4). No patient impact was reported. At the time of the initial report, this complaint was not determined to be reportable. This is being reported as it is considered a reportable malfunction based on the completed investigation.